Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Event description:
During the transfemoral tavr for a 26mm sapien 3 valve, balloon rupture of the delivery system occurred. Access route had no problem; however, when the delivery system was about to come out from the sheath, an unusual sound (like a clicking sound) was heard. A balloon rupture was suspected. After the valve alignment, negative pressure was applied to the inflation device, however, there was no blood observed in the solution. The valve inflation was started and when the volume reached to the 2ml less until nominal volume, the balloon ruptured. Angiography and tte revealed the valve was inflated well, however, post-dilation was executed for safety by 25mm balloon catheter. Pvl was mild and hemodynamic was stable. The procedure was closed. The physician stated that the balloon may have ruptured due to contact with the calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for balloon burst was unable to be confirmed without procedural imagery or return of the complaint device. As the device was not returned, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. However, review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented by edwards lifesciences for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the complaint description, there was presence of calcium in the patients ncc, lcc, and lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.